Event description:
Complainant alleged that during biomed testing, the device display blanked out and also became scrambled. Complainant indicated that there was no pt involvement in the reported malfunction.